Event description:
It was reported that the device changes mode on its own. No patient injuries nor delay in the procedure were reported. Backup was available to complete the procedure.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of "device changes mode on its own" could not be reproduced during functional evaluation. Product did fail functional testing with blade stall error and overheating. Cause of overheating and errors is a corroded motor/gearbox. The motor/gearbox assembly was removed from the housing and the gearbox was removed from the motor. The motor was found to be seized up. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors which can contribute to motor/gearbox corrosion include cleaning and sterilization and the chemicals involved. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.